Manufacturer narrative:
(B)(4).

Event description:
It was reported that low transmitter battery occurred on for transmitter 81j709. However, transmitter 81j7q9 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing with nordic bluetooth device was performed and passed. A review of the share logs was performed and low transmitter battery was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. The reported event of low transmitter battery is reportable based on failed transmitter error. No injury or medical intervention was reported.